Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms which were verified through a review of the event history log but not reproduced during evaluation and found out that the ultrasonic reading were out of spec. The ultrasonic sensor were calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.